Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with (B) (4) when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. No further information is expected. (B) (4)

Event description:
Following intraocular lens (iol) implant surgery, a surgeon detected longitudinal lines across the anterior section of the lens. Two days following surgery, the patient reported blurry vision. The lens was exchanged for another lens of the same model and power. The patient is content with the outcome. No further information is anticipated.